Event description:
Complainant alleged that during a shift check the autopulse resuscitation system displayed a user advisory ua45 (not at "home" position after power-on/restart) message. Customer made several attempts to rotate the shaft, however, the user advisory still persisted. Customer also indicated that the same platform was used, the previous day ((B)(6) 2013) and no problems were observed. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform displaying user advisory 45 faults (not at "home" position after power-on/re-start) was confirmed. The archive shows multiple ua 45 faults occurring, including on the reported event date of (B)(6) 2013. The ua 45 fault was also observed upon power up of the platform during functional testing. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button." The autopulse resuscitation system model 100 user guide (pn: 12555-001) also states: removing the band clip when the driveshaft is not at its home position will result in a permanent user advisory (45) that the user will not be able to clear. The lifeband should be removed from the driveshaft only from its home position. If the chest bands have been cut it is quite possible that the chest band is still wound onto the driveshaft. Care should be taken to ensure that the bands are fully extended before the cover plate is opened and the band clip is removed. Inspection was performed and verified that the fault was caused by the driveshaft being out of its home position.